Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (B)(6) 2010, due to pain, swelling, and a lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (B)(6) 2010, due to pain, swelling, and a lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2010. Operative report noted the presence of fluid, loose acetabular cup, fibrous tissue, and a well fixed stem. The modular head, taper adapter, and acetabular cup were removed and replaced with a competitor cup system and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00897 / 00900). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.